Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (gelled belt) has been confirmed. Upon investigation all therapy electrodes were deloyed. The cause for the failure was isolated to pulse enegery shorted into the gel fire circuit which caused the shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.